Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing had a balloon in the pump segment which caused a delay in the administration of the initial dose of adenosine for a patient experiencing svts in the ER. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a balloon in the pump segment was confirmed. Visual inspection of the set noted a slight bulge on the silicone segment directly above the lower fitment component. The bulge was measured to be 3/4 inches long. No other obvious damages or issues were observed with the rest of the set. Further inspection of the set's silicone segment was done by carefully pressing on the silicone segment in which it was observed that the observed bulged area was more pliable than the rest of the silicone segment. Functional testing resulted in no observation of bulging on the silicone segment. The root cause was not identified.